Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient expired due to a renal artery aneurysm rupture. It was noted that the patient's death was unrelated to the pump therapy since the patient had pre-existing abdominal aneurysm condition. It was further reported that the patient developed an infection at the implantation site on (B)(6) 2015 with a revision surgery performed on (B)(6) 2015. On (B)(6) 2015, the patient developed another infection with a revision surgery performed on (B)(6) 2015. Device will not be returned.